Manufacturer narrative:
Siemens healthcare diagnostics inc. Is investigating the cause of the barcode misread.

Event description:
Patient sample with bar code ID (B)(6) was processed on the advia 2120i with dual aspirate autosampler analyzer and awaited release in the lis. Another patient sample (bar code (B)(6)) was also processed on the same analyzer and was read as barcode ID (B)(6). The result from bar code ID (B)(6) replaced the result for barcode ID (B)(6) and was reported to the physician(s) for the patient with barcode ID (B)(6). Patient sample barcode ID (B)(6) was re-run on the another advia 2120i with dual aspirate autosampler analyzer and a corrected result was generated and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Initial MDR 2432235-2016-00308 was filed on june 9, 2016. Additional information (7/14/2016): siemens headquarters support center (hsc) reviewed data provided by the customer regarding the barcode error on this specific patient sample. Hsc could not confirm the customers observations based on the data provided. Hsc informed the customer that debug logs provide detailed information regarding the communication between the analyzer and the data manager. Hsc confirmed that these logs were not activated at the time of this incident. The customer has been notified to activate the debug logs going forward. The incorrect barcode error could not be confirmed by hsc and the cause is unknown. No further evaluation of the device is required. The system is performing according to specifications.